Event description:
It was reported that during a sigmoidectomy procedure, the device had difficulty to rotate the knob. It was found when the doctor opened the package. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 08/25/2008. Evaluation summary: the analysis results found that the el5ml device was returned in good visual condition. The instrument was cycled, fed and formed 9 clip conforming and 1 malformed clip due to bypass issues. In addition the orange indicator did not showed up after the device locked out. However, no issues were noted with the knob rotation. The device was disassembled to verify the condition of the internal components and no anomalies were found. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were noted during the manufacturing process.